Event description:
Info received indicates the left head siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to the siderail latch sticking. He lubricated the latch assembly to repair the bed.